Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the 6mm monopolar curved scissors instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product and no image or video of the last procedure was provided for review. Verification of the product and event details cannot be performed via system logs at this time. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the 6mm monopolar curved scissors instrument broke while inside the patient. The tip of the instrument reportedly fell inside the patient, but all fragments were retrieved during the same procedure with no additional surgical intervention required. The procedure was completed with no further issues reported. At this time, it is unknown what caused the breakage to occur. Additional information was requested, but not provided. Although there was no reported patient injury, if this issue were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the tip of the 6mm monopolar curved scissors instrument fell into the patient. All fragments were retrieved during the same procedure and the procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information related to the event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis investigation did not replicate nor confirm the customer reported complaint "instrument tip fell into the patient". The instrument was installed with the returned mcs tip cover. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The mcs tip cover opened and closed properly. The mcs tip cover did not fall off of the instrument when removed from the in-house system. This was repeated with an in-house mcs tip cover with the same results. Additional observation not reported by site that was not related to the customer reported complaint was identified. The instrument was found to have a broken grip tip adapter. A piece approximately 0.038" x 0.028" was not returned with the instrument. The root cause of broken instrument grips -tip is typically attributed to mishandling/misuse, such as excess force applied when installing the mcs tip cover. This instrument was also inspected by advanced failure analysis, but no additional findings were identified.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument and the mcs tip accessory associated with this complaint and completed investigations. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The mcs instrument was installed with the returned mcs tip accessory. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The mcs instrument moved intuitively with full range of motion in all directions. The mcs tip accessory opened and closed properly. It did not fall out of the instrument when removed from the in-house system. This was repeated with an in-house mcs tip accessory with the same results. An additional observation not reported by the site and that is not related to the primary finding was identified. The mcs instrument had a broken grip tip adapter and a piece approximately 0.038" x 0.028" was not returned with the instrument. The root cause of the broken instrument grips -tip is typically attributed to user mishandling/misuse, such as excess force applied when installing the mcs tip accessory.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.